Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cardiere forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.673" x 0.208¿ was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm cadiere forceps instrument had a broken tip. There was no report of patient involvement.